Event description:
The customer stated the paramedics were called to her home, due to unk low blood glucose levels. Prior to the event, the customer stated that the insulin pump was not priming correctly. The customer stated she connected to the insulin pump anyway, then she went to bed, and woke up with low blood glucose levels.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.